Event description:
The following was reported: patient admitted to hospital with one week history of swollen, hot and erythematous on left knee. Patient has also been vomiting. Listed for urgent knee aspiration.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.